Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2010, one day after a successful cystocele repair and vaginal vault suspension using an uphold vaginal support system, the patient complained of constipation during a follow-up visit.the physician prescribed stool softeners and currently does not plan on any further medical interventions for the patient. The physician is unsure if the constipation is related to the device and/or the procedure.

Event description:
It was reported to boston scientific corporation that on (B) (6) 2010, one day after a successful cystocele repair and vaginal vault suspension using an uphold vaginal support system, the patient complained of constipation during a follow-up visit. The physician prescribed stool softeners and currently does not plan on any further medical interventions for the patient. The physician is unsure if the constipation is related to the device and/or the procedure.